Event description:
The plaintiff's attorney alleged the decedent experienced metabolic alkalosis, arrhythmia, hypotension, hypokalemia, pain, a cardiovascular event and subsequently expired on (B)(6) 2011, after the use of product.

Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR number 1225714-2013-03012.